Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm. Approximately 5.5 years post initial procedure, patient was identified with aneurysmal sac growth, a type 1b endoleak and a type 2 endoleak. Patient is being monitored.

Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2. Device remains implanted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 2 endoleak from the internal mesenteric artery, type 1b endoleak and sac growth of 5mm are confirmed. This is consistent with the reported adverse event/incident. It is unclear if the type 1b endoleak was from the right or the left- the CT report and an internal database stated the left, however the operative report stated it was the right. The clinical evaluation also shows reasonable evidence to suggest a secondary endovascular procedure (reline with a fenestrated non endologix stent) occurred that was not included in the event as reported. The additional endovascular procedure was discovered during a review of the operative notes. The type 2 endoleak is anatomy related. Device, user, procedure or anatomy relatedness of the type 1b endoleak could not be determined with the medical records available for review. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: h6: health effect - impact code: removed code 4614. H6: investigation finding: remove code 3233. H6: investigation conclusion: remove code 11.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm. Approximately 5.5 years post initial procedure, patient was identified with aneurysmal sac growth, a type 1b endoleak and a type 2 endoleak. Patient is being monitored. Additional information: an internal clinical assessment determined that there was evidence to reasonably suggest a secondary endovascular procedure (reline with a fenestrated non endologix stent) occurred that was not included in the event as reported. The additional endovascular procedure was discovered during a review of operative notes. The final patient status was not reported.